Event description:
Adverse event: groin ooze. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician using the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure, the groin site had a "small ooze" treated by "pressure being held." Three minutes later, the ooze remained and the site was treated with "xylocaine 1% with epi subcut 10ml." It was reported three minutes later that the ooze resolved and a bioclusive transparent dressing was applied to the site. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.